Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The bag/vent switch was replaced.

Event description:
The hospital reported mechanical ventilation was not functional. There was no report of patient involvement.